Manufacturer narrative:
The field service engineer (fse) was dispatched to the account to check the analyzer and perform the annual preventive maintenance (pm). Multiple components were replaced and cleaned, as recommended by the architect c16000 pm procedure; however, the fse considered the high concentration nozzle a waste tubing to be the likely cause part. The part was coded as worn from normal use. The customer verified no further discrepant results were generated after the service visit. A review of the analyzer service history identified no contributing factors on or around the date of the complaint. The architect system operations manual provides information for the troubleshooting and maintenance concerning erratic / discrepant results. A review of similar complaints identified no adverse trend of the high concentration nozzle a waste tubing. A review of architect c16000 tracking and trending data revealed no systemic issues or adverse trends associated with the discrepant result issue described in this complaint. The architect c16000 erratic result rate is within acceptable limits with no trends identified. The fse replaced multiple parts through normal troubleshooting and planned service activities. There is insufficient information to reasonably suggest that a malfunction of the high concentration nozzle a waste tubing caused the erratic results. The architect c16000 analyzer is performing acceptably.

Manufacturer narrative:
(B)(6). (B)(4). A followup report will be submitted when the evaluation is complete.

Event description:
The account generated a false elevated sodium of 169 mmol/l on a sample that repeated 140 mmol/l on the architect c16000 analyzer. No impact to patient management was reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However, no systemic issue and/or product deficiency was identified. The conclusion code in evaluation codes was changed from (B)(4).